Event description:
It was reported to medtronic minimed that the customer reported a keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported receiving a stuck button alarm. The button was not pressed for 3 minutes or longer. The pump was not exposed to changes in altitude. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Unable to perform the self test due to unresponsive buttons. Keypad overlay was removed and moisture damage was noted on keypad overlay traces during visual inspection. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted on electronic assembly. Unit was also received with battery tube threads - cracked, cracked belt clip rails, cracked case on battery side and scratched case. In conclusion, customer allegation was confirmed, unit was received with unresponsive buttons due to corroded keypad overlay traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.